Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the 150 micron tfl single use fiber was discovered to be broken when unpacking. The issue occurred during set up / inspection for use (during set up in room / before patient in room); the retrograde intrarenal surgery was completed with a similar device. There were no reports of patient harm.